Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no sample returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. The product lot number was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A check of the batch production record could not be performed because no lot number was reported. A non-conformance based review of the lot number could not be performed because no lot number was reported. A review for complaints reported against this lot number cannot be performed as the lot number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
In a literature study article, it was reported by a physician that an adult female patient suffered from right-sided visual impairment that had persisted for several months and had undergone simultaneous cataract surgery (with 3-piece acrylic mono focal intraocular lens implantation) and pars plana vitrectomy (ppv). The surgery was completed without any complications and the patient was prescribed with antibiotic, corticosteroid, anti-inflammatory and anticholinergic eye drops. After some days, due to non-closure of the macular hole (mh), a second ppv with internal limiting membrane inverted flap and long-term vitreous air tamponade with sulfur hexafluoride (sf6) gas was performed for the full thickened macular hole. She maintained face down position (fdp) after both the surgeries. Six days post the second surgery, the patient experienced ocular pain (in right eye) with nausea and laboratory findings confirmed events like shallow anterior chamber with a closed corner angle (diagnosed as secondary acute angle closure glaucoma) with pupillary block in the pseudo phakic eye and elevated intra ocular pressure (iop). She was medically treated with osmotic diuretics, beta blocker combination, alpha adrenergic and cholinergic agonists with isoquinolines. Since there was no reduction in intra ocular pressure, a laser peripheral iridotomy was performed on the right eye as secondary surgical intervention for glaucoma. The current condition of the patient was improving with subsequent decrease in the intra ocular pressure of right eye, closure of macular hole and anterior chamber was also deep and stable. This report pertains to ophthalmic gas involved in these reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.